Event description:
It was reported that the pt fell. Since then, he has no longer been able to hear with his device. The speech processor was not damaged. Testing was carried out which showed all electrode channels with status hi, indicating that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.